Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly, the battery pins had broken clips and would not defibrillate. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates yes section h3, device evaluated by mfg of the initial medwatch report should indicate no, device evaluation anticipated but not yet begun. A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. The batteries that were used during the event had broken clips, however a conclusive cause could not be determined whether this caused the device to shut down.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly, the battery pins had broken clips and would not defibrillate. There was no patient use associated with the reported event.